Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 -11.00d implantable collamer lens into the patient's eye on (B)(6) 2024. Information about concomitant products used including ovd and delivery system were not provided. Toxic anterior segment syndrome (tass) was diagnosed. Per the last report dated (B)(6) 2024, no information is provided that there was any medical or surgical intervention performed. No loss of visual acuity was reported. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. A review of the device labeling was completed. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that 6 days after surgery inflammatory recovery was observed. There were no abnormalities. Iop was 9.7mmhg. Additionally, it was noted: (B)(6) 2024 operation (B)(6) 2024 od fibrin, dex increased, (B)(6) 2024 od decreased, (B)(6) 2024 no problem. Claim# (B)(4).